Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 209 mg/dl and 101 mg/dl within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.